Event description:
It was reported that the patient¿s pump ¿apparently quit working.¿ the patient noted that every time he had gone in for a refill the pump only had ¿minus 10 of 40 cc.¿ this reportedly had started ever since he had the pump implanted. The patient¿s pump was to be replaced on the date of this report. It was further provided that the patient experienced less than 50% therapy relief with the location of the issue as the catheter track. A volume discrepancy occurred with the expected reservoir volume (erv) was 5 milliliters (ml) and the actual reservoir volume (arv) was 35 ml. It was unknown if diagnostic testing or troubleshooting occurred. The cause of the issue was not specified other than there appeared to be a catheter issue so the proximal piece of the catheter was replaced and things seemed to be just fine. The physician stated he wanted a new pump passed and a new pump was implanted. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information was requested to clarify event details and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of a pump head crease on the pump tube near outlet. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that no segments were left in the patient not in use; that they spliced the pump segment and added the new piece to that. The reporter was not certain how the patient was doing at that time, but assumed that ¿no news is good news.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.